Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger; product ID: 37761, serial/lot #: (B)(4), (B)(4) applies to the ins and (B)(4) applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the cord that plugged into the recharger was broke, the silver connector had broken off. It was further reported that they could not charge it. The patient clarified by stating that desktop charger connector pin had come out of the end of the desktop charger, so they could not charge the recharger or the ins. The ins was completely dead and it was unknown when the patient became aware that the stimulator had died. No symptoms were reported. No further complications were reported or anticipated.